Event description:
It was reported that this right ventricular lead had been exhibited pacing impedance measurements greater than 2000 ohms for the last year. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).